Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 500 mg/dl. She treated with a bolus from the insulin pump. Air bubbles were noted at the top of the reservoir. The insulin was not stored at room temperature and the customer was advised to allow the insulin to return to room temperature before use to avoid air bubbles. She declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.